Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device was displaying an error message that the system needs service. The device was evaluated by a philips fse who isolated the issue to a main software runtime issue.